Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2011, it was reported by the pt that there was stimulation, but the ipg is shallow and it can take up to 15 minutes for the charger to locate the ipg. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. No further info is available at this time.